Event description:
It was reported during the implant procedure that the lead could not used as the svc coil was "pulled apart"/damaged at implant due to "difficult subclavian access." (B) (4): the lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted, helix distorted/bent, sprint quattro coil distortion. No other anomalies were found.